Manufacturer narrative:
Information was corrected on the following fields: b5: describe event or problem field.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise, oversensing and pacing inhibition. Additionally, the patient experienced a syncope episode due to this. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Additionally, the patient experienced a syncope episode due to this. Another lead was implanted instead. No further adverse patient effects were reported.